Event description:
During service by baxter, failure code 814:01 in the event history was found. According to the hosp rep there was no pt injury or medical intervention reported. No additional information or contact was provided.